Manufacturer narrative:
Concomitant products: 4195-88 lead implanted: (B)(6) 2009.

Event description:
It was reported that the patient received multiple shock for atrial fibrillation with rapid ventricular response that the device classified as ventricular tachycardia. The patient was provided with rate controlling medication. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: date of birth.